Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient was placed under general anaesthesia for an explant on (B)(6) 2022, due to pain at implant site.